Manufacturer narrative:
Continuation of d10: product ID: 8731sc, lot# / serial# unknown, explanted: 2024 (B)(6), product type: catheter. Section d information references the main component of the system and other applicable components are : ubd: unknown, UDI#: unknown, implanted: unknown, partially explanted: 2024 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was replaced on 2024 (B)(6). Before replacement, the physician attempted to resolve the motor stalls by performing programming steps and updating the pump on 2024 (B)(6). It was indicated that the pump motor stall recovered automatically, immediately after explant, 17 days after the previous pump motor stall. The company representative was unable to understand how the motor stall had recovered. As per the pump log provided, the pump administered morphine with concentration 20.0 mg/ml. Also per the logs, the following occurred: 2023 (B)(6) (11:56 pm) ¿ critical alarm due to pump motor stall, 2023 (B)(6) (2:07 pm) ¿ pump motor stall recovery, 2024 (B)(6) (10:20 pm) ¿ critical alarm due to pump motor stall, 2024 (B)(6) (10:20 pm) ¿ critical alarm due to stopped pump duration exceeded 48 hours, and 2024 (B)(6) (12:25 pm) ¿ pump motor stall recovery. It was further reported that before the replacement, a CT scan was performed. This CT scan also showed damage to the catheter (the pump segment close to the connection with tip segment). Therefore, the catheter was also replaced along with the pump. It was further noted that until the pump and catheter were replaced, the motor stalls, return of symptoms, lack of effect had not been resolved, therefore, the entire system had been replaced on 2024 (B)(6). Due to catheter ingrowth into the patient tissue, the physician was unable to explant the entire catheter. Therefore, as much of the catheter that was explanted is to be returned along with the pump.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# / serial# unknown explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H3: analysis of the pump identified electrochemical migration (shorting) across the external motor posts. A partial catheter was returned in two segments which included the sutureless catheter connector and anchor. Analysis of the catheter identified a slice cut in the catheter body near the anchor that is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative who reported that the catheter serial number was unknown, but the model was known, 8731sc. The pump and catheter will be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving unknown morphine drug (unk at unk) via an implantable pump. It was reported that the patient consulted a healthcare provider (hcp) due to an alarm on the implanted pump and loss of therapy effect. The hcp checked the device using a physician programmer and contacted local medtronic representative. He also sent photos of pump activity logs. On 2023-dec-29 the first pump motor stall occurred at 23:56. The next day 2023-dec-30 the pump motor stall recovery was noted at 14:07. Two days later 2024-jan-01 at 22:20, the critical alarm sounded again, and pump motor stall occurred. The next system event occurred after 48 hours 2024-jan-03 stopped pump duration exceeded 48 hours. The patient went to the physician on (B)(6) 2024 with the return of symptoms, lack of any effect of the therapy and an alarming implanted pump. The patient did not report any environmental/external/patient factors.  During the consultation on (B)(6) 2024, the hcp performed an examination and he tried to restart the device using the physician programmer. The hcp consulted the patient again a day later, on (B)(6) 2024 and the pump still hadn't restarted. Surgical intervention had not yet occurred, but was planned for (B)(6) 2024. The issue was not resolved at time of report on 2024-jan-09. The patient's status at time of report was alive - no injury.